Manufacturer narrative:
(B)(4) - the device was returned and is currently in the process of being evaluated.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a minicap was found that had the sponge completely separated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed the reported problem, but the cause of the reported problem could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap, it was found the sponge had separated completed from the minicap. There was no patient involvement. No additional information is available.